Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touch screen was unresponsive while charging. Customer¿s blood glucose level was 100 mg/dl. No additional information regarding the event was provided.